Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone. The speaker in the unit has been upgraded per remedial action z-0664-05. There was no pt harm reported.